Event description:
Caller alleged imprecision with inratio meter. Results as follows: initial result: 1.0. Repeat: 2.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2009, 1st inratio = 1.0 inr, 2nd inratio = 2.5 inr, mean = 1.75, sd = 1.06, %cv = 60.61. Since 60.61% cv is more than 20%, the precision test failed the criteria for precision. "Based on memory, recent test confirms that customer utilize strip code (B)(4). All inratio results reported by customer are registered on memory, but failed both accuracy and precision criteria. Additional strip investigation was performed on retained strip lot 220375. Accuracy test: see scanned table. The allowable difference between the inratio inr's sysmex inr's are calculated. At least two out three replicates for both samples for strip lot 220375 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Precision: for each pair of replicates for each sample on strip lot 220375, mean and standard deviations were calculated. In-house test results have 2.44% and 4.50%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further action is required. One of the ref test values was over 9.0. These is high degree of inaccuracy expected. Accuracy data analysis from comparison tests provided by end-user revealed product test is required. Returned meter were tested and test results indicated product accuracy criteria met. The outcome of complaint investigation does not demonstrate a potential deficiency of a product. Contamination was found on heater plate. It may cause heater circuit damage. There is no sufficient info to determine the root cause of the end-user's discrepancy. Further testing is not required at this time. As of 12/10/2009, 11 discrepant results complaint was reported for lot #220408 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.